Event description:
On 02/19/2025, a facility representative reported via (B)(4) that an ar-8880-01 rasp and blunt elevator small, ar-8880-02 rasp and blunt elevator medium, ar-8880-03 combi-elevator straight and curved ends, and an ar-8954-05 elevator sayre 9mm x6.5'' handles are thin and require a tight grip that fatigues the hand. The sharp edge is too sharp, and in some bone, it goes into the bone - which is not the ideal aspect. It should be more like a freer tip vs a sharp edge. This occurred during a case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to improper surgical technique.